Event description:
The device was used during a total abdominal hysterectomy procedure. Reportedly, there was clip slippage. The surgeon applied another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
The reported condition was attributed to the approximation and re-approximation of the sulu. The retainers were reset and the sulu test fired satisfactorily in a quality assurance test instrument.